Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device in dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the reported event. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm and assisted the patient in clearing the alarm in order to end the therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.